Manufacturer narrative:
He device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, defib testing, ECG testing and an internal inspection without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs showed error warnings associated with an invalid patient impedance while pacing. The warnings seen can occur for reasons outside of a device malfunction, including poor pad contact to the patient's skin. The invalid impedance issue was resolved and the pacer rate was adjusted without setting the current above 10ma. The current setting was then adjusted to 16ma and the device remained at a current of 16ma with a pacer rate of 30 to 40ppm for the next 14 hours. Low current pacing continues for 25.5 hours. Without the clinical data, it is impossible to indicate whether the pacing signal was intermittent or not. It's important to note that for the majority of the pacing event, the current was set too low to capture. No clinical data was available for review. The electrode pads and one step pacing cable were not returned as part of this investigation. No trend is associated with reports of this type.

Manufacturer narrative:
This supplemental medwatch report is correcting information submitted on the initial medwatch report.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to pace. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.